Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this right atrial (ra) lead was attempted at implant. Difficulty was experienced inserting the lead into the header of this implantable cardioverter defibrillator (ICD). It was noted that a clean signal was not able to be obtained with this lead. This lead was not implanted and another lead was successfully implanted this with ICD. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observation of not being able to obtain a clean signal and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. Visual inspection of the terminal pin revealed a slight tear at the front of the seal ring, however the lead passed the is-1 header insertion test. Laboratory analysis was unable to confirm the lead insertion difficulties.